Event description:
The complainant reported an (B)(6) female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical. While removing the device, the cannula detached. Vascular surgery was required to remove the fragmented piece.

Manufacturer narrative:
The impella device has been received and an evaluation is underway. Upon completion, a supplemental MDR will be filed.

Manufacturer narrative:
This correction report is being filed to revise the event occurrence and aware date to march 28, 2022. Originally, we had entered the occurrence and aware date in error as march 29, 2022.

Manufacturer narrative:
The pump was returned and the inflow cage detachment was confirmed. Evidence suggests the metal of the inflow had cut into the cannula during explant, thus, resulting in detachment.